Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system with this left ventricular (lv) lead exhibited an alert for intrinsic amplitude being out of range. It was further noted that an automatic lead safety switch (lss) from bipolar to unipolar configuration occurred due to an lv pacing impedance measurement of approximately 2004 ohms. Technical services (ts) reviewed the available data and indicated that the impedance value remained within the acceptable range for a lv lead, which was noted to be 200 to 3000 ohms. Ts recommended programming optimization. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.